Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the mesh was tented up and barely attached to the fascia and a recurrent on the left margin of the mesh. The whole mesh was in the process of separating from the fascia. It was reported that the patient experienced severe pain, nausea, chills, infection, abscesses and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/26/2022.

Manufacturer narrative:
Date sent to the FDA: 7/29/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.